Event description:
It was reported that during a cardiac ablation procedure using the 12fcc13 flexcath contour, maneuvering difficulty occurred due to the bend of the sheath being twisted by 90 degrees. The sheath could still be steered, but this twist made maneuvering very difficult. The cryo procedure was completed without further difficulties. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012852214 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the handle and shaft were intact with no apparent issue. The steering mechanism and deflection test were performed. During the deflection test at 90°, the shaft was observed to make contact with the top surface of the planarity gauge, indicating an out-of-plane condition. In conclusion, the reported sheath kink was not confirmed through analysis. The sheath failed the returned product inspection due to the out-of-plane deflection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.